Event description:
In 2003, the pt reportedly was admitted into the hosp for meningitis. The pt was observed to be obtunded. The pt was placed on IV vancomycin and intubated. Next day, the pt was examined by an otolaryngologist. Right otitis media was diagnosed; the left ear was clear. The pt is recovering.